Event description:
Reported due to foot break. The physician attempted an arteriotomy closure with the closer s device following a diagnostic procedure. The procedure was performed via the profunda artery. Fluoroscopy was done prior to the procedure; mild vessel calcification was reported. The device was inserted without difficulty. When the physician "depressed the plunger, he heard a sound." The device was removed and the posterior foot was missing. Hemostasis was achieved with manual compression. A surgeon was consulted and ordered an x-ray of the pt's leg and a "qca to check blood flow and the vessel." It is speculated that the foot of the device remains in the profunda. The pt did not experience any adverse reactions and was discharged two weeks later. The hospital stay was extended one week. Although, requested, add'l pt info was not available.

Manufacturer narrative:
The device was rec'd. Investigation is not completed.